Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was evaluated at a walk-in clinic by a physician assistant. Based on the presence of redness, warmth, and a reported mild fever, an infection was suspected. No culture was obtained. The patient was prescribed with an oral antibiotic (cephalexin) 500 mg, to be taken twice daily for 7 days and unspecified topical medication. There was no documentation of further medical intervention. No photo or other details were provided. No photo or other details were provided. At the time of the call, the redness had decreased; however, the area remained purple with darker discoloration centrally. A firm, hardened lump persisted beneath the skin. The bump was still present, palpable, and painful when bumped or squeezed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.